Event description:
It was reported that a connector on a buretrol administration set became separated from the device and leaked. This occurred after use when the drug was disconnected from the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation along with the used drug vial. During visual inspection the injection port septum on the burette chamber was observed to be missing. Visual inspection of the drug vial showed that it was accessed with the same size spike as was used with the injection port. The spike used to access the injection site was larger than instructed for this device and was determined to be the cause of the condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.